Event description:
It was reported that emergency medical services was called twice in april 2015. Customer's blood glucose levels were 29mg/dl and 31mg/dl. The customer stated that he passed out both times. The customer stated that his blood glucose levels went low while treated high blood glucose levels with insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.